Event description:
It was reported that ventricular sense response is occurring due to atrial undersensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2012; 6947 implantable defibrillation lead (B)(6) 2012. (B)(4).